Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported meter was also reported as a malfunction under MDR # 2954323-2018-00163. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2018, customer initially reported his adc blood glucose meter would not power on with button press or test strip insertion. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he had to "go to the hospital every other day to monitor glucose" and on (B)(6) 2018, he felt "sleepy" and self-presented to a hospital where his blood glucose was determined to be 600 mg/dl. Customer was treated with insulin (dose/type unknown) and no other treatment was reported. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
On (B)(6) 2018, customer initially reported his adc blood glucose meter would not power on with button press or test strip insertion. On (B)(6) 2018, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced a medical event. Customer reported he had to "go to the hospital every other day to monitor glucose" and on (B)(6) 2018, he felt "sleepy" and self-presented to a hospital where his blood glucose was determined to be 600 mg/dl. Customer was treated with insulin (dose/type unknown) and no other treatment was reported. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.